Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considers that the char was excessive as it was seeable with the eye and a possible potential risk. The device evaluation was completed on 12-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No char / thrombus residues were identified during the visual inspection. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus, issues reported by the customer were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on 04-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considers that the char was excessive as it was seeable with the eye and a possible potential risk. After the procedure, charring was observed on the catheter tip of the qdot micro catheter. No abnormalities on the bullseye were observed. The procedure was not delayed due to the reported event. There was no patient consequence reported. Additional information was received 22-aug-2024. The char was located on the tip electrode. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature or flow on the catheter. Generator parameters were qmode+, temperature cut-off 65°c, power cut-off max 90w. The noted impedance was around 110 ohm and power 90 w. There were correct catheter settings on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The average contact force was not greater than 40 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2 seconds. Usual normal heparinized saline was used during the case. The patient was coagulated throughout the case. Act was being controlled during the case and held above 300s. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considers that the char was excessive as it was seeable with the eye and a possible potential risk. Yet no symptoms or negative outcomes were observed. This char issue was originally considered non-reportable, however, bwi became aware that the physician considers that the char was excessive as it was seeable with the eye and a possible potential risk on 22-aug-2024 and have reassessed the event as reportable. The awareness date for this record is 22-aug-2024.